Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the medical surgical care area. It was reported that the medication being infused was heparin with the infusion taking quicker than it was supposed to. Through a review of the event history log shows that on (B)(6) 2015 at 21:10 gmt, heparin was selected 25,000 units/ 250ml with a dose of 1000 units/hr selected and a rate of 10ml/hr. At 21:15 gmt, the dose was increased to 1368 units/hr and rate to 13.7 ml/hr. On (B)(6) 2015 at 01:49 gmt, one air in line alarm noted which could indicate a micro bubble that passed through the sensor and cleared or it could possibly indicate the IV bag was empty. The pump was stopped at 01:51 gmt with a volume to be infused of 187ml with 62.8ml given. Based on the review of the information provided regarding the alleged incident and the key strokes in the event history log, it appears that the device was programmed correctly using the clinical parameters that were provided to the user. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, over infusion of heparin, which was not reproduced or confirmed during evaluation. The device passed all testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-09692 can be removed from the FDA database. (B)(4).